Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
On-site investigation was performed by our field service engineer. Based on technician statement, the low o2 concentration alarm was confirmed. The problem was resolved by replacing o2 gas module. The device passed all performance tests and was returned to clinical use. The air/o2 gas module regulates the inspiratory gas flow and a faulty air/o2 gas module may affect the delivered volume or gas mixture (o2/air). The evaluation of received device's logs confirms occurrence of reported alarm on provided date of event. Our conclusion is that the replaced part was the cause of the failure. However, the root cause to why the part failed has not been established as the replaced part was not returned for investigation. The correction of field #h4 device manufacture date this is based on the internal evaluation. #h4 manufacture date: previous manufacture date: 03/18/2019; corrected manufacture date: 03/13/2019.

Event description:
It was reported that the ventilator generated alarms for low o2 concentration. There was no patient harm. Manufacturer's ref #: (B)(4).